Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - the procedure was colectomy. It was removed without any problems on the tissue because this was before approaching the tissue. There was no additional procedures and there was no problem to the patient. The event occurred before approaching the tissue. Therefore, there is no problem to the patient. There is a possibility that the problem with nurses' usage. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy procedure, it was observed that the anvil could not be opened after using the device. They believed it was probably because the knife was not returned. The cartridge color was white. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/21/2025. D4: batch # 446c31. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. Although no conclusion could be reached on the cause of the reported event, it should be noted that to would not open: it should be noted that when attempting to open the jaws, should first squeeze the closing trigger and then simultaneously press the anvil release button located on either side of the instrument. While continuing to hold the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, ensure that the knife is in the home position. You can verify this by checking the knife blade indicator beneath the cartridge jaw. If the knife blade indicator does not show it is home, or if you cannot determine the knife's position, slide the knife return switch to activate the motor and reset the knife to its home position. Attempt to open the jaws again with the anvil release button. Should the jaws remain closed, gently pull the closing trigger upward (away from the handle) until both the firing and closing triggers return to their original positions. To would not reverse knife automatic: slides the knife reverse switch forward to reset the knife. If it does not reach the home position and the jaws cannot be opened, first confirm the battery pack is securely installed. Ensure that the instrument is powered on, then retry the knife reverse switch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 446c31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/09/2025. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Unk. If yes, how was the device removed? Unk. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? It was removed without any problems on the tissue because this was before approaching the tissue. Did the jaws eventually open? Unk.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.